Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had tibial injury leading to bone loss and infection (caused by open injury). Patient underwent masquelet multi-staged open reduction internal fixation (orif) procedure to stabilize the tibia and treat infection. During the first procedure, the two depuy synthes products were implanted for support and patient had an antibiotic spacer implanted to treat infection. After this procedure patient returned to theatre for washouts and to remove antibiotic spacer. Tissue was taken from another part of the patient¿s body to cover the wound. Patient also underwent bone graft. The hope was that the bone graft would consolidate and grow into new bone. Initially, it was going well. However, the patient then developed a pussy sinus and the bone graft site had become infected (implants thought to be infected too).the patient elected to have the lower leg amputated. The leg was amputated from just under the patient¿s knee, as the infection had been down near the patient¿s ankle. To amputate, the surgeon cut through the patient¿s skin, bone and implants. The implants which were remaining in situ near the patient¿s knee were then removed. The primary procedure may have been within one or two years ago, second stage may have been six months after the first stage. There may have been other stages in between, exact dates are not known and cannot be obtained. No x-rays, photographs, medical reports, clinical correspondence, operative notes or patient/demographics are available. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. Implant date: unknown. (B)(4). Lot number provided b510327 could not be verified; without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.